Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during a supply change on the ilet, associated with a bent connector needle, a dented insulin cartridge, and visible air bubbles, which resulted in interrupted insulin delivery and hyperglycemia; the infusion set type was contact detach, and component involvement centered on the connector/coupler. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed a deformation problem consistent with a complete blockage at the connector/coupler, aligning with the reported bent needle and dented cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.